Manufacturer narrative:
Analysis found that the unit has an old software present. The unit has been sent to manufacturer for software upgrade and testing. The software was freezing upon exiting sd mode. Reinstalling software would not solve the issue. The hard drive was reimaged. The unit was then tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the computer was not working properly. There was no known patient impact reported.